Manufacturer narrative:
Date of birth: 1941. This is a report of a use error where the patient did not properly connect the solution bag to the cassette, resulting in a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bag on the blue clamp was not connected correctly and leaked. This event occurred during the initial drain while the patient was connected. The patient had already disconnected before they called and just needed assistance in ending the therapy. The technical service representative assisted the patient in ending the therapy and the patient was to start over with new supplies. On a follow-up call by baxter, the patient reiterated several times that it was their fault, they connected the bag improperly and that was the reason why it leaked; there was nothing wrong with the bag. Writer reviewed the importance of making sure the connections are secure. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.